Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device 103sc2 / vcp371w38 batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).

Event description:
It was reported that a patient underwent a cesarean section procedure in 2025 and suture was used. During the procedure, intra-op while performing a caesarean needle tip broken off, xray needed to locate was found on drape. Delay in surgery. No adverse patient consequences were reported. Additional information was requested.